Event description:
The following info was provided through a post-marketing study. A female with a history of a retinal detachment and a macular hole had a vitrectomy for pvr (grade a) in 05. Subretinal migration of the product was identified on the following day and the residual product was removed about six weeks later. The pt has recovered. The surgeon considers this event non-serious.

Manufacturer narrative:
The complaint device is not being returned for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records. Labeling states product must be completely removed from the eye, and replaced with an appropriate vitreous substitute.